Manufacturer narrative:
The device was not returned for analysis. Review of the manufacturing records did not find any nonconformities. The patient was implanted in (B)(6) 2015. The available patient diagnostic data was reviewed and there was no evidence of device malfunction. Nevro is requesting for additional information regarding the circumstance surrounding the event. Device is not available for return.

Event description:
It was reported to nevro that a patient had passed away. Nevro had attempted to obtain information surrounding the patient's passing. However, there are no available records at this time.